Manufacturer narrative:
The customer¿s report of a texium leak was confirmed. The concomitant set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. No anomalies were observed. Functional testing resulted in the set flowing freely without any leaks noted. Pressure testing confirmed leaking from the engagement between the texium and lab stopcock. The root cause of the customer¿s report was not identified. The suspect set was not returned for investigation.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported fluid leaked from the connection of the texium valve on the secondary set to the smartsite y-port on the primary set. The leak can occur at the start of the infusion, during the infusion or near the end of the infusion. When a leak occurs, the primary set is replaced and the leak would resolved. There was no report of patient harm.